Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported a site navigation system displaying red status for the axiem box and emitter. In trouble-shooting, the axiem box controller status is 7. Checked the emitter interface and found 1 flt. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Return requested. Replacement field generator shipped to site (B)(6) 2015. Medtronic investigation of returned suspect field generator finds that at power-up no issues were found. After running for several hours it displayed emitter communication error and red status on the tracking. Checked the eminterface diagnostics and it displayed a fault on coil 4, this indicates an open to the coil. Electrical failure. Hardware investigation completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(6) 2015 a medtronic representative, following-up at the site, reported replacing the emitter, issue resolved. No further issues have been reported.